Manufacturer narrative:
Based on review of the provided calibration and quality control data, a general reagent issue can most likely be excluded. Further investigation was not able to determine a specific root cause based on the provided information. The variation between results could be due to the difference between the instruments and reagents that were used.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a discrepant elecsys tsh assay (tsh) result on the cobas 6000 e 601 module. The initial result was 1.37 uiu/ml and the result from a cobas 8000 e 602 module was 1.79 uiu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot number was 260471. The expiration date was requested but was not provided. The calibration and quality control results were acceptable on both the cobas 6000 e 601 module and the cobas 8000 e 602 module.